Event description:
Revision of the right shoulder components due to infection and pain. This event report was rec'd through clinical data collection activities.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record.